Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had an attune revision implanted today. Surgeon felt that the trial insert trial did not accurately reproduce the flexion stability of the definitive implant. Surgeon is a competitive zimmer surgeon and tried the attune revision today for the first time. He said he will not use it again until the trial inserts are change to more accurately represent the stability of the final implant and attach more precisely to the trial tibia and the final tibial implant. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.